Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (defective response button) has been confirmed. Upon evaluation, the flex circuit connector was found to be disconnected from the computer analog board. The cause for the disconnected connector cannot be positively determined. No adverse event resulted from the disconnected flex circuit connector. The patient was issued a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her response buttons were not working. The patient was issued a replacement monitor.